Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer reported that she is having problems in deciding how to treat and which source is true to use to treat. The customer was advised to treat on blood glucose readings and not on sensor glucose readings. The customer took 3.5u pump insulin to treat, but the customer got a reading of over 600mg/dl on her contour next link meter, but the customer also took a reading with her one touch ultra and her blood glucose was 329mg/dl. The customer is wearing a sensor which is reading in the 200's. The insulin pump will not be returned for analysis.